Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had one year remaining and previous check showed two and half years. Moreover, it was also noted that the pacing percentage had increased. Boston scientific technical services (ts) discussed that pacemaker was being on capacitor bin. Additional information was received indicating that the patient will have its normal follow-up and battery status will then be checked. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual analysis showed that the mv electrode was attached to the header but was misaligned. Moreover, the interrogated battery status was elective replacement time (ert). There were no resets or error codes noted on review of device memory and bin hopping analysis noted that the device was not operating near a bin edge. In addition, the projected longevity will decrease when the amount of pacing increases. Further, the device had passed the automated electrical testing. Hence, device was operating normally and had met its¿ specification.